Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, as noted in b5, the unit was producing a poor-quality (discolored) image due to a damaged imaging unit. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer originally returned his olympus endoeye flex deflectable videoscope due to the unit producing an unusual noise. There was no patient harm reported as a result of this event. During the device evaluation, it was discovered that the unit¿s image was abnormal. This report is being submitted to capture the poor-quality image noted during the device evaluation.